Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, lens was inserted in the eye, surgeon felt lens did not look right and the lens was damaged. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed. Additional information has been received and stated crack through periphery central part of lens noted after insertion. No patient harm.

Manufacturer narrative:
The lens was not returned to evaluate. Only the lens case and extra labeling stickers were returned inside the carton. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The lens was not returned for an evaluation. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The questionnaire indicated that the lens remained in the injector "seconds" before implanting. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Information in the file indicated that the surgery was completed with a backup lens. The back up lens model and diopter information was not provided. The manufacturer internal reference number is: (B)(4).